Manufacturer narrative:
Testing and investigation found that the device did sound an audible alarm tone during an alarm condition. An inspection found pins 3 and 5 were lifted on the piezo. This was due to the pins that were lifted from the conductor trace on the bottom of the audio transducer which disabled the output. The cause of the lifted pins from the conductor trace on the audio transducer could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department with a note that stated, "pca malfunction maintenance required." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not audibly alarm during an alarm condition. No additional info was provided.